Manufacturer narrative:
The reported complaint of "the autopulse platform (sn(B)(4) is displaying fault 16 (timeout moving to take-up position)" was confirmed during functional testing. The root cause of the reported complaint was the failure of both single point load cells, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data could not be downloaded due to the corrupted data record, unrelated to the reported complaint. The processor board will be replaced to remedy the issue. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". However, both single point load cells were observed to have failed. Both load cells were replaced to remedy fault 16 and to perform further testing. Upon replacement, the platform was tested using the large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. The load cell characterization test indicated both load cell modules function within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(4)..

Event description:
The customer reported that after use on a patient, the autopulse platform (sn (B)(4) was saturated. After cleaning, the platform is now displaying fault 16 (timeout moving to take-up position) when it was tested with a dummy. The lifeband retracts, calculates the dummy, and the platform states fault 16. The platform is usually stored in their ICU department and performed as intended during the patient event. No patient involvement.